Event description:
It was initially reported that the pt was not getting pain relief since implant, and there was a volume discrepancy with the pump. The actual residual volume was greater than expected, residual volume was full upon aspiration. The sutureless connector (sc) was "clogged" and revised. It was later reported that a refill was attempted on (B)(6) 2011 but the entire drug was aspirated back. On (B)(6) 2011 in the operating room, the physician was unable to aspirate catheter through the catheter access port (cap). On disconnecting the sc, the catheter had free flow of cerebrospinal fluid (csf), indication the catheter was patent. The physician re-attempted to aspirate sc and attempted flushing sc, but was unable to do so. The sc was removed and replaced with new 8578. The sys was connected and the physician was able to aspirate and bolus through the catheter without difficulty. Pt recovered without sequela. The drug infused via the pump was morphine, compounded 2 mg/ml, 0.4 mg/day.

Manufacturer narrative:
(B)(4).